Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional came out with the trial upon impaction during the procedure . All the pieces were retrieved from the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument exhibits signs of repeated use. The device is fractured on medial side of post, all pieces returned. DHR was reviewed and no discrepancies were found. The persona surgical technique describes the proper usage of the instrument. The technique warns users not to impact the construct, as well as provides instruction on how to properly insert & remove the device (to prevent the need for levering/torqueing the handle). Since it was reported that the tasp was broken due to impaction, the root cause is considered to be misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.